Event description:
During a remote follow-up, noise resulting in oversensing and decreased sensing were observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient is stable with no consequences.